Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2010 (type ii bone). Primary stability and osseointegration were achieved. Biomechanical overload and periimplantitis were involved in the event. The implant was removed on (B)(6) 2011. Mobility was present at the time of removal. The pt's medical history reveals no significant findings.